Event description:
It was reported that the pump was not exposed to extreme temperatures, but temperature alarms occurred, 5-7 times daily over the past three months there was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.